Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 26, april, 2023. Medwatch report # mw5117154. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "while attempting to engage the safety mechanism over the needle after performing a blood draw, the safety mechanism broke off. Staff thought the safety mechanism had hit their finger but once patient had left and the staff removed their gloves they noted that the needle had pierced the skin."